Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a stiff locking sleeve. Therefore, the reported condition was confirmed. The device was disassembled and it was observed that the device had internal corrosion. It was determined that this was due to improper cleaning and/or immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary laminectomy at level l7-s1 surgery on a canine, it was observed that the ¿drill guard that needs to twist to get the burr in and out¿ on the motor device was jamming. As a result, there was a ten minute delay to the surgical procedure. A spare device was not available. The surgery was completed successfully with the original device. There was canine patient involvement; this device was not used on human patients. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.